Event description:
Omnipod (insulet corporation) produces medical device called omnipod 5 which has associated software downloaded onto some android platforms. On the date of the incident; hundreds (thousands?) Of users were notified that their software would no longer work correctly on their android phones. Users were instructed to stop using the approved software and attempt to manage their diabetes using the omnipod supplied personal diabetes manager (which is a chinese manufactured smart phone with limited operating system). Users then had to reenter their specific settings (which may not have been easily accessible) thus causing potential for dka (diabetes ketoacidosis) which is potentially life threatening.